Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept on vibrating and beeping and there was a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed self test, active current measurement and displacement test. Device failed sleep current measurement due to corroded electronic assemblies. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. No pump error 63 noted during self test or in insulin pump history files.